Event description:
Bird vip had steady low positive end-expiratory pressure alarm. Unit did not respond to adjustment. Unit then began to cycle irregulary with a clicking valve lite sound coming from inside the unit.